Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with pupil block and angle closure, sigificant reduction of iridocorneal angles and shallowing of anterior chamber, refractive surprise, blurred vision and refractive error. The lens was explanted. On the same day in a separate surgery the lens was replace for weaker power, same model but shorter length lens. The problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - 4581: sigificant reduction of ica, shallowing of ac. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).